Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5094759. This is 1 of 3 related skin reaction complaints of scarring. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient stated the reaction consisted of severe irritation, rashes, dermatitis with burning, itching, peeling, redness, and scars. The patient tried barrier products without success. The patient reported that they have red and burnt scars all over their arms and abdomen that would likely take 4-5 months to fully heal. The sensor insertion site and date for this event were not provided. This is being reported due to the report of scarring. No additional patient or event information is available.